Event description:
Pt underwent surgery for pelvic organ prolapse with the avualta. She had to undergo additional surgery due to erosion of the mesh, pain & dyspareunia. Diagnosis or reason for use: pelvic organ prolapse.